Event description:
It was reported the display of the epg (external pulse generator) was missing segments. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Lcd (liquid crystal display) is missing segments. Upper case, one side bail cover, and battery drawer are broken. Lower case and battery flex are corroded. Lead flex cover and battery contacts are contaminated. The ring is bent.